Event description:
The customer reported that the system boots up fine but the system does not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the footswitch. The system operates as intended.